Event description:
A journal article was reviewed which contained information regarding this lead. The right atrial (ra) lead had dislodged. Additional information was received which indicated that lead also showed no sensing. The lead was replaced. There were no patient complications reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this lead. The right atrial (ra) lead had dislodged. The lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. (B)(6) 2011;162(2):390-397. Additional information has been received including patient demographics which have been added.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.